Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the bio ID was not working. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working. A field service engineer made the user to log in and found there was light, but it would not read the print. The fse reseated the bio-ID scanner, but the issue persisted. The scanner was then replaced with a customer-supplied bio-ID unit. The engineer used the hid test software and hardware test application to verify functionality. The fse tested the drawers and found no issues. The system functioned as intended after the field service engineer repaired the device.